Manufacturer narrative:
Insulin pump was received with intermittent buttons response and button error alarm due to corroded keypad traces. Insulin pump had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 109 mg/dl. The insulin pump will be replaced. Nothing further reported.